Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ unknown 10 mm articular surface; unknown femur; stemmed precoat tibia size 6, catalog: 00595004702, lot: 62141261. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 2648920-2017-00239.

Event description:
It was reported that a patient underwent a knee revision procedure after an unknown period of time due to not being able to achieve full flexion or extension. The patella component was also noted to be maltracking. The tibial component, articular surface, and patella were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.